Manufacturer narrative:
(B)(4). Carefusion has dispatched a carefusion field svc rep to evaluate and repair the device. The carefusion field svc rep has not completed the eval of the device as of 05/21/2015. Carfefusion will submit a f/u medwatch report once the eval and repair have been completed.

Event description:
The user facility reported that during pre-use checks the device is alarming "circuit occlusion," "ext high ppeak" and "safety valve open."